Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch form is for aviva meter 2. Please refer to patient identifier (B) (6) for aviva meter 1.

Event description:
Reporter alleged she attempted to test on the aviva system when she was feeling symptoms of low blood sugar, but couldn't get a result due to an error message (code expiration - wrong code key used). Reporter stated that her daughter obtained a second aviva meter, which obtained a reading of 89 mg/dl. Reported stated that emts were called and they obtained a reading of 30 mg/dl on their meter. Emts treated the reporter with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and a replacement was sent.